Event description:
The caller reported that the pump battery would not charge, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The caller attempted to charge the battery using different wall outlets and charging cables, but the issue persisted. Technical support instructed the customer to allow the battery to deplete before returning the malfunctioning pump to tandem using a pre-paid label and return box. The customer was informed that a replacement pump was not covered by warranty and was instructed to continue using the current pump as a backup therapy to ensure uninterrupted insulin delivery.